Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 10 false positive results were obtained. Repeat tests were performed using genexpert and ausdiagnostics tests and the results were negative. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "10 false positive results with n1 target only (late call) and 1 with n2 only. Results confirmed by secondary method including ausdiagnostics and cepheid genexpert"

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. (B)(4)) lot 1039568 was performed by the review of the manufacturing records and the verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported discrepant results. The samples gave a late positive result for one of the targets (n1 or n2) with the bd max sars-cov-2 reagents for bd max¿ but gave a negative result when tested with other assays (genexpert and ausdiagnostics). Despite multiple attempts to receive additional information from the customer, no run was received for the investigation. Based on the available information, the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1039568. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 10 false positive results were obtained. Repeat tests were performed using genexpert and ausdiagnostics tests and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "10 false positive results with n1 target only (late call) and 1 with n2 only. Results confirmed by secondary method including ausdiagnostics and cepheid genexpert".